Event description:
Reporter indicated that her handheld computer would not stay charged. Even after a full night on the charger, the device almost immediately shut off. Troubleshooting had already been conducted but was unsuccessful. Product was returned to the manufacturer in late 2008, but the analysis has not yet been completed.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.